Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. At around 1pm, the patient was at lunch and his cgm was reading 425 mg/dl. This was confirmed with the patient although the cgm device does not provide numeric values over 400 mg/dl. Soon after this, the patient had a seizure, collapsed, and lost consciousness. The patient¿s wife took him to the emergency room (ER). At the ER, the patient¿s wearable was removed immediately. No bg meter reading was reported. The patient was initially treated with IV dextrose (d50). The patient was admitted to the hospital and later during his stay, he was treated with insulin. The patient was discharged home the following day around 4pm (more than 24 hours). The patient was feeling ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.